Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that they heard a lot of noise then a loud explosion from their orthopat machine. They also noted that there was blood in the system. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009, to report that they heard a lot of noise then a loud explosion from their orthopat machine. They also noted that there was blood in the system. No operator or donor injury was reported. The returned unit was evaluated confirming blood within the machine. As a result, various components needed to be replaced including the power supply. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company¿s service records. No pt or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/29/2011-001-r. (B)(4).